Event description:
It was reported that the customer was hospitalized due to high blood glucose. The nurse stated that the mother and the customer need more training on the insulin pump. Advised the nurse that the customer needs to call back regarding the customer's hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.